Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 10, 2024.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 19, 2023.